Event description:
A response was received from the neurologist's office indicating that the patient has been referred for generator replacement due to "battery failure." Follow up with the office clarified that there is no product malfunction suspected, but the device is at end of service. There were no specific diagnostics provided, but no device failure was alleged. The patient is still experiencing an increase in seizures, and the relationship to pre-vns baseline is unknown. They attribute the increased seizures to the depleted vns battery. Although generator replacement is likely, it still has not occurred to date.

Event description:
It was reported that a vns patient was referred for generator replacement surgery. The patient was reportedly seen a couple weeks prior, and the company representative reported that she believes the patient has experienced an increase in seizures recently. Attempts for additional information from the referring physician have been unsuccessful to date. Although surgery is likely, it has not occurred to date.

Event description:
It was reported that the patient had generator replacement on (B)(6) 2012. The implant card was received indicating the reason for replacement as near end of service. Attempts for product return have been unsuccessful to date.

Manufacturer narrative:
The initial report inadvertently reported the report source of the believed increased seizures incorrectly. The surgeon's office reported this information, rather than the company representative.

Manufacturer narrative:
Date of event, corrected data: as the specific date the increased seizures first began is unknown, a date of (B)(6) 2012, is more accurate.

Event description:
The surgeon's office reported that they believe the patient has experienced an increase in seizures.

Event description:
Attempts for product return were unsuccessful as the explanting facility requires patient authorization.